Event description:
It was reported that during a meniscal root procedure, the footprint¿s eyelet wouldn¿t allow to pass 4 suture limbs. It was decided to only pass 2 suture limbs. The footprint was fixed in the patient¿s bone hole and the remaining 2 suture limbs were tied. While checking the construct it was noted that the 2 suture limbs that had been secured with the footprint were loose and outside the anchor after being fixed. The anchor was left secured in the patient¿s bone. The procedure was successfully completed with a surgical delay greater than 30 minutes using a competitor back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference:(B)(4).

Manufacturer narrative:
Internal complaint reference case (B)(4). The reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned with no suture strings or anchor. The distal end of the insertion shaft is deformed. There is biological debris on the returned item. A functional evaluation was performed on the returned device and found it functions as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor drawing found that the eyelet had appropriate specifications and tolerances. A clinical review states the footprint anchors are implantable, biocompatibility is not an issue. Micromotion and/or migration is unlikely as it was noted that the anchor was left secure in the patient. The root cause for the eyelet not allowing to pass 4 suture limbs, and the 2 loose sutures could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4). H11 h6: annex e and f codes updated.